Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, the cubie ejected out and it did not open. The customer stated that this malfunction occurred when the user was attempting to issue medication to the patient. There was a delay in dispensing, and the user had to go to another machine to retrieve the medication. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie ejected while issuing. A field service engineer adjusted the pockets and ensured that they were physically locking in place properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, the cubie ejected out and it did not open. The customer stated that this malfunction occurred when the user was attempting to issue medication to the patient. There was a delay in dispensing, and the user had to go to another machine to retrieve the medication. However, there were no adverse events or injuries reported due to this event.